Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oxford femur; unknown oxford tibial tray. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was been reported by the patient's legal representative that the patient underwent a revision of a partial knee prosthesis approximately eight months post implantation due to subluxation; the tibial bearing was removed and replaced. Additional information on the reported event is unavailable at this time. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
This report is being filed to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.